Event description:
The customer's mother reported that she thought the cannula had inserted upon pod activation. About an hour after activation, the customer's blood glucose level rose to about 400 mg/dl and when the mother checked the site, she noticed that the cannula never inserted into the customer's skin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire and properly insert the cannula, or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.